Event description:
A report received from the cordis clinical study in another country associated a cypher stent with a non q-wave myocardial infarction at the inferior wall on the same day after implantation. Indication for the procedure was stable angina and the target vessel de novo readily accessible with 90% stenosis and a type b classification. The cypher was predilated with a 3.0 x 23 mm balloon at 16 atm and the cypher was implanted at 16 atm in the unknown vessel. No complication during the procedure was reported. But, it was reported that the patient experienced a myocardial infarction, which resoled without sequel. This event was determined unrelated to the cypher stent, but possibly related to the index procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.